Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty (pta) procedure using the ultrascore 014 balloon catheter. During the procedure in the left femoral artery, the balloon contrast was allegedly leaking and a pinhole rupture was identified. It was further reported that there is a slight difficulty in retracting the balloon thru the introducer sheath. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One video was provided and reviewed. The video shows healthcare professional holding the ultrascore 014 balloon. Blood residues were seen throughout the balloon. Shaft and catheter hubs were not visible in the provided video. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported balloon rupture and sheath removal difficulty as no objective evidence was provided for review. A definitive root cause for the e reported balloon rupture and sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty (pta) procedure using the ultrascore 014 balloon catheter. During the procedure in the left femoral artery, the balloon contrast was allegedly leaking and a pinhole rupture was identified. It was further reported that there is a slight difficulty in retracting the balloon thru the introducer sheath. The procedure was completed using another balloon. There was no reported patient injury.